Event description:
Discordant immulite 2000 xpi toxoplasma igg results were obtained on patient samples. The initial results were not reported to the physician(s). Upon retest, the correct results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the immulite 2000 xpi instrument data. Analysis of the instrument's data indicates that the cause for the discordant toxoplasma igg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2012-00172 was filed on 5/23/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.